Manufacturer narrative:
(B)(4). As a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified coronary vessel. The lesion was predilated with an apex balloon. A 2.25x12mm taxus liberte' atom was advanced to the lesion but could not cross. When the device was removed from the patient, stent strut damage was noted. The procedure was completed with another taxus liberte' atom stent. No patient complications occurred. Patient status is listed as fine.